Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was down and did not reboot. As per part investigation, it was determined that the component failure was due to a short circuit involving a diode. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative. Correction: section d unique identifier (UDI). Part analysis: the reported issue was confirmed by the bd field service engineer (fse) and subsequently validated in the dchu testing process. According to work order (B)(4), the field service engineer (fse) reported that the station was up and running when it arrived. The only issue was that fh drawer 5 was not on the bus and had no leds on the back boards, so both boards (drawer board and the pyxis bus board) were replaced, and the drawer was then configured. Fse ran the final test on the hta. The user completed drawer inventory successfully. Laboratory inspection confirmed that the pcba drawer controller board and pcba pmc were in good condition, with no signs of physical damage, fluid ingress, loose components, or missing parts. Dchu laboratory testing confirmed that the drawer controller board had a short circuit on diode d501/mosfet q501. The pcba fh pmc was tested using a calibrated digital multimeter. Resistance testing confirmed that fuse f200 was blown, no further testing was required. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation, it was determined that the root cause of the complaint component (pn: (B)(4)) was a short circuit involving diode d501 and mosfet q501. Additionally, it was confirmed that the pcba (pn: (B)(4)) had a fuse (f200) in a blown state, which resulted in circuit instability and ultimately compromised the drawers functionality.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was down and did not reboot. A field service engineer (fse) found that the station was operational upon arrival. The only issue was with full height drawer 5, which was not on the bus and had no leds illuminated on the back boards. The fse replaced both the drawer board and the pyxi bus board. After completing the replacements, the drawer was configured. The user successfully performed an inventory for the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the station was down and did not reboot. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.